Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, the syringe needle became blocked after inserting it through the cartridge septum. Customer change the syringe needle to resolve the issue. Customer's blood glucose was not impacted.